Event description:
The customer reported that the 840 ventilator was inoperable. The malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) printed circuit board (pcb). The evaluation and repair of the device is still in process.

Manufacturer narrative:
(B)(4).